Manufacturer narrative:
(B)(4). Evaluation summary: baxter received companion samples for evaluation. Visual inspection did not reveal any problems with the samples. Functional testing was performed which included leak testing, clamp function test, clear passage test; all tests were with in specification. Simulation of therapy was performed with a homechoice device and there were no problems identified. The returned companion samples met product specifications related to the reported event. Therefore, the reported event could not be verified through companion sample evaluation. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm and instructed the hp to cycle the power to clear the alarm. The tsr explained that the supplies were compromised and the hp wanted to end the therapy for the night. The hp stated that they switched to a new box of cassettes and they haven't had problems. During the follow up, the hp explained that they thought the bad cassette was from the bottom of the box. There was no damage done to the box or the overpouch when the box was being opened. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.